Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had a return of symptoms today (on the call day): dyskinesia/quivers. The patient noted his device was turned off and wanted assistance turning it back on. The patient was able to turn stim back on, also checked to be sure the other implantable neurostimulator was on. The patient was still having concerns regarding the device or therapy but was working with the physician or manufacturer's representative. Additional information has been requested but was not available as the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0546706v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0546706v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had reported that they were not notified of any issues with this patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that the cause of the event was that the device had gotten turned off accidentally when checked. The patient did not require hospitalization due to the event. It was unclear what the patient outcome was, as it was indicated that there was no patient injury but also noted that it was a non-serious injury/illness.